Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device cannot be turned on. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event.